Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that the patient obtained loss of prime warnings on the pump once or more per day for several months. The patient allegedly obtained elevated blood glucose readings on the evenings and in the mornings; no specific results were provided. On an unspecified date, the patient tested (B)(6) for ketones. On the evening of (B)(6) 2012 the patient obtained a post-dinner reading of 320 mg/dl; at that time the patient experienced no symptoms of high or low blood glucose levels. Upon advice from the patient's hcp, he was treated with 13 units lantus insulin. Earlier on that day, the patient obtained a blood glucose level of 62 mg/dl and experienced the symptom of lightheadedness. The patient administered self-treatment by consuming juice and his dinner. He did not seek any medical attention. The patient's mother reported that the patient suffered from gastroparesis, and is taking the medication reglan. Troubleshooting revealed no issues with the infusion site or infusion set, the patient's technique was correct and all pump settings and programming was correct. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be inconsistent. The black box history shows the following activity: on (B)(6) 2012 there was a "loss of prime" at 6:19pm and basal delivery resumed at 7:19pm; on (B)(6) 2012 there was a "loss of prime" at 6:55am and basal delivery resumed at 5:22pm; on (B)(6) 2012 there was an "empty cartridge" alarm at 5:55pm and basal delivery resumed on (B)(6) 2012 at 12:42am. The black box history showed "pump not primed" warnings associated with a non-zero low force. The rewind, prime and load steps were successfully performed on the pump with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit. There were no loss of primes that occurred during testing and the pump emitted the appropriate visual and audible alert. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported "pump not primed" warnings were verified in the black box history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.